Event description:
Tbm states even when the joystick is turned of, it wont turn off and stays lit. It has to be disconnected to shut off.when the joystick is reconnected, the chair will work, but for intermittent amount of time.